Manufacturer narrative:
(B)(4). This complaint is for a report of a check patient line alarm was not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine(hc). The caregiver(cg) stated there is air in the patient line. The technical service representative (tsr) assisted the caregiver(cg) to end therapy in order to start over with new supplies. The home patient (hp) was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated that after starting over with new supplies no further issues were found. The hp stated she did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.